Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. However, a photo was received where is confirmed a leak between luer and transducer protector. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at venous connector. The connector of the venous transducer was broken. There were no machine alarms. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted and the patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and was not available to be returned to the manufacturer for physical evaluation.